Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use rapidcross right central anterior tibial artery. Lesion length reported as 200mm and vessel diameter reported as 3mm. The device was prepped per IFU. It was reported that the balloon did not expand because pressure could not be applied during inflation, a balloon burst occcured at 8atm. When using the radpidcross device, the balloon did not expand despite the application of pressure, and a crack in the balloon was confirmed. Another rapid cross of the same size was delivered, successfully expanded, and the procedure was completed. No patient injury reported.

Manufacturer narrative:
Additional information: balloon expansion was attempted while the device was in the patient; however, the balloon did not expand and upon inspection of the balloon section, a crack was identified. A leak was noted in the balloon section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.